Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the bed has no functions however, the gci display does light up and the led for the battery goes out when the bed is unplugged.